Manufacturer narrative:
Work order passed and no failure was found. When connected to a known good psu the laser button was found to have normal function. Was able to press the button at any point along the length of the button to cause the laser to light. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having intermittent laser issues. When the screws were tightened as they should have been, the laser wouldn't work. When the screws were loose, the laser would intermittently work or get stuck with it on. It was confirmed that the cable was seated correctly and there was no visible damage on the cable or "sins" of the cable being pinched. There was no patient present.